Event description:
Summary: based on complaint report or investigated failure mode, there was a staining alteration. Customer complaint record reported the event as follows: bad staining. No direct or indirect patient harm or user harm have been reported.